Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported issues with programming errors on titratable drips that occurred in pediatrics where the clinicians "having to bolus the bag for a bolus needed. It was noted that the clinicians were not able to fully utilize alaris interoperability and thus nursing is having to manually double check the doses and program the pump accordingly. The customer stated that "they are mostly decimal point errors." There was patient involvement but unknown outcome.